Event description:
It was reported that during a hartman's procedure, bleeding was found at the staple line. Upon inspection of the staple line, there was a hole, as no staples had fired. A contour device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/15/2008. Info anticipated, but unavailable at this time.